Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.

Event description:
A (B)(6) year old male patient presented with lesions in the proximal and distal right coronary artery (rca). An attempt was made to cross the proximal lesion with a 4.0x18mm cobra pzf stent delivery system, but it was unable to cross due to vessel calcification. During withdrawal of the stent system through the touhy valve, the stent came off of the balloon. The dislodged stent was retrieved from inside of the touhy. The patient was successfully treated with a new 4.0x18mm cobra. There were no adverse patient effects.

Manufacturer narrative:
Visual and dimensional testing was performed on the returned device. While the stent was received in a non-dislodged state, the returned device appears to have had its stent dislodged with the stent likely manually pushed back onto the balloon, as the sent was loose and not firmly crimped between the balloon markers (the user also indicated the stent was dislodged and was retrieved from the touhy valve). Damaged stent struts and kinked distal shaft confirm the reported crossing difficulty and retrieval from touhy valve. Crimp/pillow marks were visible on the balloon, indicating that the stent was firmly crimped on the balloon between the markers prior to dislodgement. Balloon fold creases were visualized, indicating that the balloon was not likely completely expanded, but the balloon is not tightly folded and the stent appears to have been slightly expanded, indicating that a slight inflation attempt by the user may have occurred, which may have affected stent retention. A review of the lot history record (lhr) confirmed that there were no non-conformances; the devices from this lot conform to their predetermined specifications, including for stent retention. While a definitive conclusive cause is not able to be assigned to the reported complaint, evidence suggests that vessel calcification, inadvertent slight balloon/stent expansion, and stent system interaction with the tuohy hemostatic valve may contributed to the reported advancement difficulty and stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
(B)(6) male patient presented with very calcified lesions in the proximal and distal right coronary artery (rca). An attempt was made to cross the proximal lesion with a 4.0x18mm cobra pzf stent delivery system, but it was unable to cross due to lesion calcification. During withdrawal of the stent system through the touhy valve, the stent came off of the balloon. The dislodged stent was retrieved from inside of the touhy. The patient was successfully treated with a new 4.0x18mm cobra. There were no adverse patient effects.